Manufacturer narrative:
Investigation results: visual inspection shows that the device was returned in a completely sealed pouch with the proximal seal system loose within the package. The pouch was opened and seal was examined. The seal is cracked. The complaint is confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.